Event description:
Initially some coils were placed in the target aneurysm using an excelsior sl10 with no issues noted. Then after performing the pre-deployment electrical check; the physician delivered the complaint product, a deltaplush (cpl100254-30/g13773) to the target aneurysm. However; he could not detach the coil despite pressing the detachment button several times. The deltaplush was safely removed from the patient and was replaced for a new one (cpl100254-30/lot# unknown); then; he finally managed to detach the new coil. It is unknown if a cable and a dcb (details unknown) were also replaced or not. It is also unknown how many coils were successfully detached using the same cable before the complaint product. The procedure was completed without any other issues. No patient injury was reported. The procedure was conducted in accordance with the IFU.

Manufacturer narrative:
The dcb and the connecting cables were not returned. The detachment fiber did not receive heat and melt. The coil was returned undamaged. Ultrasonic testing and manual manipulation failed to produce any further results. The device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt. The most likely root cause to the coils nondetachment was due to wiring or solder damage. The exact location of this damage could not be determined. The circumstances of how and where this damage occurred cannot be determined. In addition; without the return of the detachment control box (dcb) and the connecting cables used in the procedure; it cannot be determined if these components had an additional contribution to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.